Manufacturer narrative:
Concomitant product(s): heartware ventricular assist system-pump rvad, serial# (B)(4), model #1650 / exp. Date: 01/31/2017, UDI#: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 01/31/2016. Labeled for single use: yes. (B)(4). Heartware ventricular assist system-pump rvad. Serial# (B)(4), model #1650 / exp. Date: 01/31/2017, UDI#: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 01/31/2016. : labeled for single use: yes. (B)(4). Heartware ventricular assist system-pump rvad. Serial# (B)(4), model #1420 / exp. Date: 09/30/2018, UDI#: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 09/30/2017. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that per log files patient was connected to two batteries on (B)(6) 2018 which started to drain in the morning, both reached critical levels (10%) and critical battery alarms were logged. After both were at a critical status, controller fault alarms begun as a result of low system power, which is normal operation for the controller. Following this there was a series of critical battery alarms and fault alarms which continued through (B)(6) 2018. Device parameters appear normal throughout these events until pump was stopped.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Two batteries ((B)(4)) and the hvad pump ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm file revealed 17 critical battery alarms involving (B)(4) and 16 critical battery alarms involving (B)(4), as well as 13 controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. The depleted batteries were not exchanged, resulting in a loss of power to the controller on (B)(6) 2018 at 01:41:02. An additional loss of power was logged at 06:21:56 on (B)(6) 2018. The data point recorded after the losses of power revealed that (B)(4) was connected to power port and no power source was connected to power port two. The controller was without power for 2 hours, 1 minute, and 5 seconds and 4 hours, 38 minutes, and 18 seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and losses of power can be attributed to the patient allowing the batteries to deplete below 10%. Internal investigation was initiated to capture events involving the controller losing power. Heartware ventricular assist system-pump rvad. Serial# (B)(4), model #1650 / exp. Date: 01/31/2017. Heartware ventricular assist system-pump rvad. Serial# (B)(4), model #1650 / exp. Date: 01/31/2017. Heartware ventricular assist system-pump rvad. Serial# (B)(4), model #1420 / exp. Date: 09/30/2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was leaning towards palliative care since patient was unhappy with his quality of life. It is possible patient stopped caring for himself and it¿s believed he stopped controller, but unsure. Patient was found dead at home. There is no more information on cause of death or what issues he was having with quality of life. No autopsy will be performed.